Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type trial lead. Device codes: (B)(4), patient codes (B)(4) pertain to product ID 3531, product type external electrical stimulator. Device codes: (B)(4) , fdc codes: pertain to product ID 3057, product type trial lead .

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that stimulation felt like a muscle spasm, but it didn¿t cause any pain or discomfort. Additional information was received one day later. The patient pulled out the right lead. Additional information was received on (B)(6) 2017. The patient asked if the right lead could be put back in and they were referred to their doctor. Additional information was received two days later. The patient received the message stating ¿cannot provide your desired settings¿, they were unable to increase stimulation past 0.0 or decrease, and their other lead was out so they were unable to switch leads. No further complications were reported/anticipated.